Event description:
The hcp reported the pt presented in 2003 with swelling. The location was unk. A culture of the device pocket was positive for mrsa. The pt did nto have meningitis. The pt was treated with both IV and oral antibiotics and the removal of the pump. The pt outcome was not reported. The hcp stated the pt had a risk factor of post-op wound or skin contamination possibly related to the ileorectostomy.